Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed atrophy, which led to a surgical intervention. During the procedure, the entire aus was removed and replaced. No additional patient complications were provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed atrophy, which led to a surgical intervention. During the procedure, the entire aus was removed and replaced. No additional patient complications were provided.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.